Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a dexcom g7 after running out of insulin overnight; blood glucose decreased after a supply change in the morning without a site change but became high again later, and another supply change was advised, with no bent cannula observed and the infusion set located on the abdomen. Symptoms included elevated glucose. Outcomes included the need for troubleshooting and education for high glucose and guidance to avoid reverting to alternative therapy after device stoppage. Investigation included complaint intake review and user troubleshooting focused on infusion set management and insulin supply continuity. Investigation of this case revealed user-related interruption of insulin delivery due to depleted insulin, with no evidence of a device or component malfunction identified from the account. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inadequate insulin availability and site management.